Manufacturer narrative:
Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life-threatening conditions that require urgent intervention. Death or serious injury would only be reportable if there was an allegation of device malfunction or device relationship by the patient's physician. In this case, the valve was explanted at implant due to paravalvular leak caused by torn aortic annulus in multiples locations. The valve was replaced with a smaller size valve. The device was not returned for evaluation, as it is unavailable for return per follow-up with hospital. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via (B)(6) registry that a 23mm aortic valve was explanted at implant due to paravalvular leak caused by friable tissue and torn annulus. A 21mm valve was implanted. Patient expired due to refractory shock, acidosis, and liver failure on pod #3. Per medical records patient presented with as and underwent avr+CABG x3+ root enlargement. The subject valve appeared to be seated appropriately and was below both the right and left coronary ostia. On tee a significant paravalvular leak was observed. The aortic cross-clamp was then applied and the heart was arrested. The surgical team opened the aortotomy and inspected the aortic valve. It was noted that the annulus had now torn in multiple locations resulting in these paravalvular leaks. The subject valve was removed and replaced with a 21mm valve. Again the valve appeared to be seated appropriately. It was well below both the right and left coronary ostia. On tee the valve was found to be functioning normally. It took extensive period of time and transvfusion to correct coagulopathy and obtain hemostasis. The patient was taken to cicu in critical condition. The post-op course was complicated by cardiogenic shock, hemorrhage, hemodynamic instability, acute renal failure, and acute liver failure with refractory hypoglycemia, and patient underwent crrt insertion, iabp placement, bedside washout, and mediastinal exploration. In addition, the epicardial ventricular pacemaker leads were failing. During exploration the tee showed that the prosthetic aortic valve was functioning well. No significant areas of bleeding or major clots compressing the heart were identified. Patient was put on comfort care and family wished to continue life support but agreed to dnr. Patient went to asystole on pod #3 and expired later. Edwards lifesciences maintains an (B)(6) registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10:  additional manufacturer narrative. Updated h6 per new information received.

Manufacturer narrative:
UDI number (B)(4).